Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated a ventilator inoperative alarm. A review of the ventilator logs showed that the device had a loss of ventilation at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed error code indicating the delivery proportional solenoid (psol) stuck open in the logs which led to the loss of ventilation but could not replicate. Per the customer's request, the sp replaced the mix controller printed circuit board assembly (pcba) and the delivery psol. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The suspected cause of the reported event was isolated in the field to potential fault in the delivery psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, these 980 ventilators generated a ventilator inoperative alarm. There was no injury to the patient.